Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to a worn polyethylene liner and infection. The infection was not device related as it was 24 years post-operative. All devices were removed and cement spacers were placed.

Manufacturer narrative:
Concomitant medical product(s): 00663001300 multilock femoral stem 13 mm 56949700; 00620005421 shell porous without holes 54 mm o.d. 59128500; 00902602935 femoral head 28 mm diameter medium plus 10.5 mm neck length 57211600. Complaint sample was evaluated and the reported event was confirmed. Visiual inspection of the liner shows the liner is missing approximately 25% of the rim feature. The articulating surface shows wear in the same area where the rim is missing. Damage is too severe for dimensional analysis. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required likely root cause for the liner wear is due to normal wear over the course of use based on the cdc/nhsn healthcare-associated infection criteria, a deep incisional surgical site infection is described as an infection that appears to be related to the operative procedure and occurs within one year of the device being implanted. The devices associated with this complaint have an in-vivo time of 22 years approximately. Hence it is unlikely that the reported issue of infection is device related. Investigation could not verify or identify any evidence of product contribution to the reported issue with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.